Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The pacing threshold of the left ventricular lead was noted to be high. Fluoroscopy was performed and the lead was seen to be dislodged. The device was reprogrammed to resolve the issue and the patient was stable.